Event description:
It was reported that the pump touch screen had black streaks that appeared similar to cracks on the screen. Customer's blood glucose was 270 mg/dl. Reportedly, customer continued to use the pump for insulin therapy with insulin pens available as alternate insulin therapy.